Event description:
Staff members at user facility raised concerns over the quality of the device during routine visit conducted by the fresenius (B)(4) sales representative. The issue reported were kinked lines, not priming, cracking drip chambers, missing white ring outside the drip chamber, leaking from the line, tube disconnecting from the spike. We did not receive any samples, batch numbers or pictures for investigation. No results available since no evaluation performed.

Manufacturer narrative:
(B)(4).